Manufacturer narrative:
Evaluation was not possible, as the devices were not returned. Review of the the device history records was not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to pain and instability.